Event description:
It was reported, the healthcare provider (hcp) had a hard time finding ¿the spot for the needle¿ and it was reported, the ¿pump and mechanism twisted.¿ it was noted, the pump stuck out and was now more pronounced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).